Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin on board (iob) reading was inaccurate, and that intermittent occlusion alarms occurred. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose was 220 mg/dl.